Event description:
The event is reported as: the pt noticed that he couldn't connect his oxygen tube to the tip of the trach vent because this one is smaller than usual. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.